Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that one or more of the following is the cause of the event: thermo-mechanical fatigue; wear and tear; improper handling (impact, shock); however, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches; ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
The asset resection sheath was returned to the olympus service center. There was no allegation of a complaint associated with the device. However, upon inspecting, olympus observed that the ceramic insulation at the distal tip of the sheath broke off. This report is being submitted for the broken-off component found during the repair inspection. No patient harm has been reported to olympus.

Manufacturer narrative:
The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; therefore, the cause of the broken ceramic insulation at the distal tip of the sheath cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.